Event description:
Or reports basic pack opened for surgical procedure. During initial count 12 raytec sponges where discovered. Raytecs where removed from room before patient arrived. New raytec pack obtained. No delay in care.